Event description:
Missing raytex sponges in the spine pack.

Manufacturer narrative:
It was reported that there are missing raytex sponges in the spine pack. There were no reports of death, serious injury, medical intervention, or follow up care.